Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear personal protective equipment as required and also did not cap the lines when disconnecting. The peritonitis was manifested by abdominal pain, change in mental status, cloudy effluent, and fever. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with antibiotics gentamicin, vancomycin, and diflucan intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy with vancomycin was reported to be ordered two times per week. It was not reported if the patient was recovering or was recovered from the peritonitis event. The patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: on an unreported date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.